Event description:
The customer reported to vyaire medical that the vela ventilator is having a transducer fault. The ventilator was unable to calibrate on 0. Furthermore, there is no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.